Manufacturer narrative:
Additional information: annex b, annex c, annex d codes added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article: siblings with familial dwarfism presenting with acute myocardial infarction at adolescence authors: hyun chung, soo yeon kim, jeehoon kang, ji hoon phi, woong-han kim, sei won yang, hye won kwon, sang yoon lee, gi beom kim, eun jung bae, mi kyoung song, jong-hee chae journal: jacc: case reports (united states) year: 2021 reference: doi.org/10.1016/j.jaccas.2021.03.015. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled "siblings with familial dwarfism presenting with acute myocardial infarction at adolescence" was submitted. The article reports a case in which a patient visited hospital due to week-long exertional chest pain. The pain was provoked after walking for 5 min. Patient did not complain of ongoing chest pain. Electrocardiogram (ECG) indicated left ventricular hypertrophy, increased troponin I level and decreased left ventricular contractility (ejection fraction: 35%) with hypokinesia of the basal septal and inferior wall. Acute coronary syndrome and acute myocarditis were both considered. Coronary angiography (cag) revealed 90% focal stenosis of the proximal left circumflex artery (lcx) and 50% stenosis of the left anterior descending artery (lad). A resolute onyx 2.5x15 mm coronary drug eluting stent was deployed successfully in the proximal lcx. Thirteen months later, the patient complained of exertional pain over the left scapula and arm with st-segment elevation on ECG. Emergency cag revealed 80% in-stent restenosis of the proximal lcx combined with 80% diffuse stenosis of the distal lcx. Drug coated balloon angioplasty was performed for both lesions. However, after 5 months, even with dual antiplatelet therapy, the patient developed left wrist pain with st-segment changes on ECG. Cag revealed diffuse in-stent restenosis in the lcx and a de novo lesion in the lad. During coronary artery bypass grafting(CABG), the physician discovered thick fat tissue surrounding the entire myocardium, thereby hindering the identification of coronary arteries. The diagonal branch was incised and small atheroma plaques were detected inside the vessel. The left internal thoracic artery was anastomosed to the major proximal diagonal branch, and a right saphenous vein graft was used to connect the ascending aorta to the major obtuse marginal branch. On 8 month follow up, the patient was well without any symptoms and regional wall motion abnormalities on echocardiography.